Manufacturer narrative:
Title: successful treatment of left main shock syndrome induced by thrombosed coronary artery dissection a case report. Authors: xiaojun bai, weiping zhang, zuyi yuan journal: medicine issue: 97:17 year: 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, a 6 fr medtronic sheath was inserted through the right femoral artery and a 6f medtronic jl 4.0 guiding catheter was used for emergency coronary angiography. Angiography showed total ostial occlusion of lmca with thrombus material that was also accompanied by poor collateral filling to the left anterior descending artery (lad) and left circumflex (lcx). Thrombus aspiration was performed with a 6f export ap aspiration catheter. The procedure was completed by multiple dilatations with a balloon of 2.5x15mm sprinter legend balloon, and an optimal distal flow with tim 3 in the infarct-related artery was observed. Due to lack of evidence for atherosclerotic basis, a coronary artery dissection involving the lmca was highly suspected. Coronary angiographic finding of a thin radiolucent line demonstrated a dissection in the mid-distal segment of the lmca, extending bifurcation to proximal lad and lcx arteries. Lmca stenting followed by final kissing-balloon inflation was performed for the treatment of bifurcation lesions. A non-medtronic guidewire was introduced rapidly through the true lumen of left coronary artery with confirmation by angiogram. A non-medtronic stent was then deployed from the middle of lmca to the proximal segment of lad. After stenting, guidewires were reinserted into the lcx. A sprinter 3.5 x 15mm balloon (nc) was inflated at the proximal lad for 20 seconds at 16 atm, and subsequently a sprinter 2.5x 15mm balloon (nc) was inflated at the proximal lcx for 20 seconds at 16 atm. Simultaneous balloon inflation was performed at the lmca bifurcation with both balloons at 8 atm. During operation, the patient experienced 3 times 150j electric cardioversion and cardiopulmonary resuscitation for 4 minutes due to cardiac arrest and repeated ventricular tachycardia. The patient was extubated on the 12th hospital day followed by noninvasive positive pressure ventilation. The patient was discharged on the 20th day in the hospital with no active symptoms. Coronary angiography images provided showed complete occlusion of lmca and suboptimal angiographic result after thrombus aspiration (timi 3) in lmca. Further images showed coronary angiography of the dissection repair in lmca, sirolimus-eluting stent implantation in lmca, kissing-balloon inflation in the bifurcation of lmca and final angiogram results.